Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported by the health care physician (hcp) the patient did not have their unit on and that the programs and settings were ok and that the symptoms of the "soaking through the pad" had been resolved. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient as they mentioned that device was not working at 0.1 so the 2.1 was agreed to by doctor with representative. Symptoms had been resolved most of the time. Patient weight was reported.

Event description:
On (B)(6) crts (B)(4) (con): information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins). It was reported that that patient soaked a pad the night before the report. Patient synced to their ins and found their amplitude at 0.1 on program 1; however, they stated that their amplitude was set post-procedure the night before the report at 2.1 on program 1. Patient increased stimulation back to 2.1 and felt comfortable stimulation. No further complications were reported.